Manufacturer narrative:
Concomitant medical devices: 457453 lead, implanted: (B)(6) 2010; dtma1qq crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and loss of capture. The lv lead remains in use. No patient complications have been reported as a result of this event.